Event description:
Procedure: vaginal vault prolapse. Reportedly, the tip broke during the utilization. There was no report of patient injury or impact. It is also not known if the tip fell into the patient cavity.